Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, analysts were unable to replicate the issue. There was wear and tear found on the device but no fault found with the functionality of the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not flowing. There were no reported adverse events.